Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed. First prime ended prematurely, lasting 21 pulses. After 31 total priming pulses, the ratchet gear did not advance enough for the firing flat and release bar to align, so the needle mechanism did not deploy. The pod was reset and replicated an abnormality, resulting in the generation of an alarm, indicating rotational sensor maximum open count exceeded. No drive resistance was observed while manually rotating the ratchet gear. Contamination and damage were observed on the commutator cap. It could not be determined the extent to which the observed commutator cap findings contributed to the rotational sensor abnormalities and subsequent needle mechanism failure.